Manufacturer narrative:
Model number/catalog number: sc2158-70, serial number: (B)(4), batch/lot number: 21225013, model/catalog description: linear lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent a lead replacement procedure for an unknown reason.